Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they never heard the insulin pump alerting when suspending insulin delivery. Customer¿s current blood glucose was 118 mg/dl. The customer declined helpline assistance. Insulin pump will not be return for analysis.